Event description:
It was reported that the right ventricular lead had high pacing thresholds. During the replacement of the device for normal battery depletion the lead was attached to the new device and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.